Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited pocket swollen and infection. Reportedly, the patient had metal allergy. No additional adverse patient effects were reported. The ra lead was explanted.